Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had poor image quality, strange image color and scope communication error found during installation. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure "poor image quality" was confirmed and "scope communication error." Was not reproduced. In addition, the following reportable malfunctions were identified during the device evaluation: failure of r-unit, light guide bundle is broken based on the results of the investigation, it is likely that the following led to the malfunction. The most probable cause was traced to a component failure. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.